Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and subsequent stent placement procedure, guide wire breakage occurred. The 95 percent stenotic lesion was located in the moderately calcified and mildly tortuous mid left anterior descending (lad) coronary artery. A 6f runway fl4 guide catheter was engaged. Following balloon pre-dilitation, the guide wire broke. It appeared to have broken off "at the bend in the pre-formed 'j'." The tip of the guide wire broke off inside the pt, and remains located in the distal septal. The remaining portion of the guide wire was removed and another choice guide wire was used to complete the procedure. There is no plan to retrieve the separated tip. No further pt injuries or complications were reported. Pt status is listed as "ok".